Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg had migrated and caused patient pain due to weight loss. Patient also experienced insufficient therapy. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted and replaced while the ipg site was also repositioned to address the issues. Therapy was restored post-op.